Manufacturer narrative:
Device analysis by MFR: returned product consisted of the rotapro atherectomy device. The device was received with the burr separated. The burr was received on the returned rotawire. The advancer, drive shaft, and handshake connection were visually and microscopically examined. Inspection of the device found that the coil had been stretched and broken at the point of detachment from the burr. Product analysis confirmed the reported event, as the burr was received detached from the coil, and the coil was stretched and broken at the point of detachment. As there were no damages reported to the device upon unpackaging and the reported events suggest that the procedure was completed prior to the reported events, it was considered likely that the reported events and identified damage to the coil occurred as a result of factors encountered during the procedure.

Event description:
It was reported that a detachment occurred. A rotapro 2.25mm was selected for use. During the procedure a separation of the device was noted. The device fragment were successfully removed as the rotawire was in place and able to be removed with the detached device. The procedure was completed with no patient injuries reported.

Event description:
It was reported that a detachment occurred. A rotapro 2.25mm was selected for use. During the procedure a separation of the device was noted. The device fragment were successfully removed as the hotwire was in place and able to be removed with the detached device. The procedure was completed with no patient injuries reported.